Manufacturer narrative:
The device involved in the reported incident is not available for return and eval. An investigation has been initiated based on the reported info.

Event description:
The incident described herein was reported under the voluntary medwatch program of the FDA. Integra was not made aware of this info prior to receipt of a letter from FDA on january 17, 2008. The report stated "I noticed my baby's allergy to biopatch at the hospital first, and then at home after using it under the dressing of her central lines. My baby frequently needs central lines and I keep telling the drs and nurses about her allergy and some of them react skeptical about it. Her symptom was severe rash." No further info was provided.